Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular occlusion, color change (slightly red at first, then purple following vein), and headache are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in ck2, o1, o2, o3, and tt2. Patient was given klorhexidinsprit prior to injection. There was no visible bruising or bleeding after injection. Patient developed a pressure headache only on the right side 45 minutes post injection. No visible signs at that point. Patient also developed a vascular occlusion and had a color change which was slightly red at first then purple following vein. Symptoms were additionally located at the temple and jaw. Patient was treated with hyalase 150 units x 5, cialis 20mg/3 days, aspirin 500 mg - 250mg/5 days, azitromax 250mg/6 days, fucithalmic 10mg x 2/14 days, and nitrocream in the area. Symptoms resolved the same day as injection.